Manufacturer narrative:
(B)(4). The manufacturing record evaluation was performed and identified a non-conformance, which was raised to address the event reported. The necessary actions have been taken to address the issue. The final quality release criteria were met before this batch was released for distribution. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? How was the needle grasped and how was control lost of the needle? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If device is available for return, please provide: return date and tracking information? Can you provide a copy of voluntary medwatch report for this case or report number?

Event description:
It was reported that the patient underwent a laparoscopic nissen fundoplication with gastrostomy on (B)(6) 2021 and the suture was used. During use on the patient, the needle detached from the suture and fell inside the patient. It was not detected immediately or with post-procedure count, but it was found on subsequent x-ray. The patient was returned to or on (B)(6) 2021 and the needle was retrieved successfully in laparoscopic removal procedure. Additional information has been requested.